Manufacturer narrative:
E1: patient city - (B)(6). Patient country- (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced an infusion set bent cannula event on (B)(6) 2026. Blood glucose level was high at the time of the event and patient treated it at home.